Event description:
It was reported that the patient presented with an abscess and the implant was removed. Tooth site# 19. The site was grafted prior to original implant placement and after removal.

Manufacturer narrative:
Zimvie dental complaint (B)(4). Patient weight is not provided / unknown. Date of event is not provided / unknown. Initial reporter¿s title is not provided / unknown. Additional 510(k) number is k101880. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.